Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following some weight loss, the patient experienced discomfort at the ipg site due to ipg protrusion. As a result, surgical intervention may be undertaken in the future.

Event description:
Additional information received indicated patient underwent surgical intervention where the ipg was replaced and therapy restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.